Manufacturer narrative:
S/w version 2.9 d. Retainer = clear. Customer returned pump for an alleged pump error 43/4/63 alarm found on (B)(6) 2021. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43/4/63 alarm noted during testing. Thus software was utilized and downloaded trace/history files properly. No unexpected pump error 43 alarm found in the pump history file/traces. Pump error 63 alarm found in the pump history on (B)(6) 2021 at 12:10 am with variable (03). Pump error 63 alarm due to hardware error (line number 380 file number (B)(4). Pump error alarm on (B)(6) 2021 at 12:10 am with (line number 2725 file number (B)(4). Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage on the pump case noted. Pump error 43 alarm was not confirmed. Pump error 4/63 alarm confirmed due to broken trace on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that the fill cannula was performed. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.